Event description:
The rv lead failed to detect and the device automatically switched to unipolar mode. The thresholds, impedance and sensing were stable. Isometric testing was performed with no issues found or noise reported. The lead will be reset to bipolar and observed. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.